Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as an open wound. The patient's doctor recommended the patient use neosporin and hydrocortisone. The patient reported the skin irritation had healed.